Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: (B)(4).  Investigation is ongoing.

Event description:
As reported from our affiliates in , during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, during insertion of the system, it was noted that one or more valve struts were bent.  There was no resistance the while the delivery system advanced through the sheath. The valve was pulled back into the esheath and removed as a single unit with no injury to the femoral vessels. A new system was used, and a valve was successfully implanted.  The patient is stable post procedure.  Per pictures, a liner strand was also noted.

Manufacturer narrative:
The 14fr esheath was received along with a 26mm commander delivery system fully inserted through it. A full loader assembly was inserted into the sheath. A review of post procedural photos was performed, and the following was observed: the liner appears to be torn and has one strand; the delivery system is seen within the sheath with the bent strut on crimped valve on the inflation. The returned esheath was visually inspected and the following was observed: sheath curvature observed; sheath liner torn starting from 0.5 inches in length along the entire shaft; liner strand approximately 0.75 inches in length; one liner strand stemmed from liner tear that is attached on both sides; scratches were along the sheath shaft; c marker band was present and intact; all inflow struts exposed through the skirt and two inflow struts were bent outward. The liner thickness was measured along the length of the liner strand and liner torn. Sheath liner thickness at all measured locations met the specification.during manufacturing, the esheath is both visually inspected and tested several times throughout the process. The sheath shaft was 100% inspected for any defects. During the manufacturing process, the esheath final assemblies were 100% inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath expansion was performed during product verification (pv) on finished devices from the work order under a sampling basis. All tested sample units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.a device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional similar complaints for sheath shaft liner torn, and liner strand. A review of complaint history from february 2020 to january 2021 revealed additional returned similar complaints for edwards esheath introducer set (all models and sizes) for sheath shaft liner strand and liner torn. Available information suggests that patient and procedural factors may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.a review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.the complaints for sheath shaft liner strand and sheath shaft liner torn were confirmed based on visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. Dimensional measurements show that the liner thickness were within the specification. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified.as reported, 'when tracking the commander delivery system up the descending aorta, bent valve frame struts were observed. In order not to risk any potential injury, it was decided to retrieve the valve back into the esheath, and then all devices were removed together as a unit.' Although the patient access vessel information was not provided, it is likely that the patient had calcification made evident by the scratches observed on the sheath shaft. The interaction of the sheath with calcification can weaken the liner material. Per evaluation, bent struts of valve were observed. In this case, the bent valve strut could potentially catch on the sheath tip or liner during withdrawal of the delivery system. The interaction between the altered profile of the valve and the sheath, combined with access vessel calcification, may have contributed to the liner tear and strand. As such, available information suggests that patient factors (calcification) and/or procedural factors (bent valve strut) may have contributed to the complaint event.since no manufacturing non-conformances or IFU/training manual deficiencies were identified, escalation to a product risk assessment and corrective/preventative actions are not required.